Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that universal surgical manipulator (usm) 1 was faulting. The site had already rebooted the system, but the fault persisted. The tse instructed a hard reboot, but the issue continued. The site was proceeding with the procedure using three arms. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During visual inspection no evidence was found that would related to the reported problem. The usm was tested on an in-house system and failed in normal mode (error 319). The usm was also tested on a pftp and fiber test failed pointing to the rolling loop. Once testing was completed, fiber was aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the rolling loop assy was found to the root cause of the reported event.